Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed cs 078 motor alarms occurred. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and evidence of moisture corrosion was found on the motor printed circuit board. The complaint of a call service alarm issue was shown in the history but was not duplicated during investigation. Report late due to transition from vmsr program.

Event description:
On 28-jul-2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.